Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a failed sensor one day after insertion. Upon removing the sensor, she noticed that the sensor wire was shorter than usual, and the distal tip of the sensor appeared to be missing. She did not see any wire protruding from patient's skin but reported that there was a small amount of blood at the sensor insertion site. No medical intervention was required, and patient did not experience any discomfort at the insertion site. Patient was fine at the time of his mother's call to dexcom technical support.